Event description:
A malfunction was reported with the pump, noted as "malf 1," which recurred after an attempted reset by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and instructed them to use the tandem t:slim mobile app to upload logs for further investigation. Ultimately, it was decided that the pump would be replaced due to this issue and a separate problem with touchscreen responsiveness. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.